Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 74 months ago. Aneurysm and vessel morphology info at the time of implant are not available. Approximately 70 months post implant an aneurx aortic cuff and a talent aortic cuff were implanted as part of an intervention that was performed for migration of the aneurx bifurcated stent graft which resulted in a proximal type 1 endoleak. The cause of the migration and other details are unk; however, there was aneurysm expansion with a type 2 endoleak present. The type 1 endoleak was resolved by cuff placement. There may also have been type 2 leak at that time. Approximately 2 weeks ago it was reported that the stent graft was explanted due to aneurysm growth and a persistent type 2 endoleak. The explanted stent grafts were discarded. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Results and conclusions: lack of info, (the explanted stent graft was discarded). Migration, endoleak. Type 2 endoleak.